Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. The procedure was proceeding smoothly until inserting the end cap. Since the nail was slightly sinking into the bone, the surgeon tried to insert the end cap as an end cap of the optimal size, but he could not do so. The surgeon thought that the tissue sections might have interfered, therefore he cleaned the inside of the nail with forceps, but the end cap could not be inserted. The surgeon had no choice but to use a different size end cap, which he was able to insert without any problem. The surgery was completed within 30 minutes delay. This report involves one (1) ti end cap for tfna 5mm extn ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Part #: 04.038.005s; lot #: 9787290; manufacturing site: (B)(4); release to warehouse date: january 25, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.